Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged and subsequent reposition was performed. Prior to discharge, threshold increased, lead impedance dropped and sensing got better. The lead was not in the proper position as seen in chest x-ray result. Lead revision was done and the rv lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.